Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks due to noise. Tachy therapies were programmed off. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 57.7-57.8 cm from the connector pin. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 58.3-59.9 cm from the connector pin. The etfe coating was abraded at this same location. The complaints of noise and inappropriate hv output were confirmed.